Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an agile esophageal tts partially covered stent was implanted in the distal oesophagus to treat a 6cm distal tumor due to oesophageal cancer during a gastroscopy with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, there was difficulty encountered when deploying the stent. The stent eventually fully deployed; however, the stent slightly moved out of its position proximally. The physician attempted to reposition the stent using grasping forceps but was unsuccessful. The stent remains implanted, and the physician is comfortable leaving the stent in place. There were no patient complications as a result of this event.